Manufacturer narrative:
The device was returned with the detached flare. The flare is split lengthwise. The device was returned used and very dirty. The jaw insulation is cracked due to the jaws being retracted into the shaft without the flare being in place. Bond failure occurred between the flare and the shaft.

Event description:
During an lavh procedure, the flare detached from the cutting forceps into the pt. The flare was recovered with no pt harm. The procedure was completed with another like device.